Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's patient programmer (pp) would not communicate with the neurostimulator (ins). Patient stated she needed to put herself in MRI before an MRI. It was reviewed that the patient's ins may be in an overdischarged state. Patient reported that the ins does not want to hold a charge. Patient stated the guy had reset it but did not clarify and stated that the device has been off for 3 months. Patient services advised patient to keep charging as there was not enough power to turn the unit on. Patient stated she was told to shut it off and leave it alone. Patient reported that the device has not helped. Patient reported that the remote was not working and that the their were recharger issues. No symptoms reported. No further complications were reported or anticipated.